Event description:
Pca pump malfunctioned, shutting down without warning when patient pressed pca button. Battery level at 50%. Unknown how long patient was w/o pain medication - stated pain level was 10/10.